Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's wife called about a recent syncopal episode that the patient suffered. The patient had not had a device check done and had not discussed with their physician. Follow up was attempted to disassociate the syncope with an arrhythmia, however no follow up was received. Since the syncope cannot disassociated from the device, this event will be completed as reportable. Intervention is unknown. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.